Manufacturer narrative:
1-jul-2025 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Top of the head came off/ bristles came out of one of the parts of the head- oral-b power toothbrush [device breakage]. Product counterfeit- oral-b. Case narrative: consumer via e-mail stated that the latest oral-b pro kids electric toothbrush heads he purchased for his son; top of the head came off the first one and the second one- the bristles came out of one of the parts of the head. No injury was reported. 1-jul-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top of the head came off/ bristles came out of one of the parts of the head- oral-b power toothbrush [device breakage]. Case narrative: consumer via e-mail stated that the latest oral-b pro kids electric toothbrush heads he purchased for his son; top of the head came off the first one and the second one- the bristles came out of one of the parts of the head. No injury was reported.

Event description:
Top of the head came off/bristles came out of one of the parts of the head- oral-b power toothbrush [device breakage]. Case narrative: consumer via e-mail stated that the latest oral-b pro kids electric toothbrush heads he purchased for his son; top of the head came off the first one and the second one- the bristles came out of one of the parts of the head. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.